Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure coil did break with traction trying to remove it from the uterus'), uterine perforation ('perforation uterus'), fallopian tube perforation ('perforation (fallopian tube(s)) / left essure device slightly perforating the mid portion of the left'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and colon cancer ('gastrointestinal or digestive system condition type: colon cancer') in a 38-year-old female patient who had essure (batch no. 975393, 876383-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, constipation, anemia, cystitis, high cholesterol, hypertension and genital herpes. Previously administered products included for birth control: mirena iud from 2008 to august 2012 and yasmin from 2006 to 2007; for an unreported indication: prozac in 2007 and zoloft in 2007. Concurrent conditions included depression and anxiety. Family history included colon cancer (mother). Concomitant products included fluoxetine hydrochloride (prozac) since 2007, nsaids since 2013, paracetamol (acetaminophen) since 2013, pentosan polysulfate sodium (elmiron) and sertraline hydrochloride (zoloft) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("anxiety"), 1 year 2 months after insertion of essure. On (B)(6) 2013, the patient was found to have colon cancer (seriousness criterion medically significant) and experienced anaemia ("autoimmune disorder type of disorder: anemia"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/ pain / pelvic area"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issue"). The patient was treated with surgery (ablation, laparoscopic right colectomy and salpingectomy (bilateral removal of fallopian tubes) and laparoscopic right colectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, colon cancer, menstrual disorder, depression, anxiety, anaemia, migraine and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered alopecia, anaemia, anxiety, colon cancer, depression, device breakage, fallopian tube perforation, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for pain, abnormal bleeding, perforation, migration. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin (12 - 16 g/dl) - on (B)(6) 2013: 7.0 g/dl; on (B)(6) 2013: 7.6 g/dl; on (B)(6) 2013: 6.9 g/dl; on (B)(6) 2013: 8.0 g/dl; on (B)(6) 2013: 7.4 g/dl. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Lot number 876383 is not valid. Lot number: 975393 manufacture date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: perforation uterus. Outcome of previously added events menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure coil did break with traction trying to remove it from the uterus'), uterine perforation ('perforation uterus'), fallopian tube perforation ('perforation (fallopian tube(s)) / left essure device slightly perforating the mid portion of the left'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and colon cancer ('gastrointestinal or digestive system condition type: colon cancer') in a 38-year-old female patient who had essure (batch no. 975393, 876383-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, constipation, anemia, cystitis, high cholesterol, hypertension and genital herpes. Previously administered products included for birth control: mirena iud from 2008 to (B)(6) 2012 and yasmin from 2006 to 2007; for an unreported indication: prozac in 2007 and zoloft in 2007. Concurrent conditions included depression and anxiety. Family history included colon cancer (mother). Concomitant products included fluoxetine hydrochloride (prozac) since 2007, nsaids since 2013, paracetamol (acetaminophen) since 2013, pentosan polysulfate sodium (elmiron) and sertraline hydrochloride (zoloft) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("anxiety"), 1 year 2 months after insertion of essure. On (B)(6) 2013, the patient was found to have colon cancer (seriousness criterion medically significant) and experienced anaemia ("autoimmune disorder type of disorder: anemia"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/ pain / pelvic area"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issue"). The patient was treated with surgery (ablation, laparoscopic right colectomy and salpingectomy (bilateral removal of fallopian tubes) and laparoscopic right colectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, colon cancer, menstrual disorder, depression, anxiety, anaemia, migraine and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter considered alopecia, anaemia, anxiety, colon cancer, depression, device breakage, fallopian tube perforation, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for pain, abnormal bleeding, perforation, migration. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin (12 - 16 g/dl) - on (B)(6) 2013: 7.0 g/dl; on (B)(6) 2013: 7.6 g/dl; on (B)(6) 2013: 6.9 g/dl; on (B)(6) 2013: 8.0 g/dl; on (B)(6) 2013: 7.4 g/dl. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Lot number 876383 is not valid. Lot number: 975393, manufacture date: 2012-04, expiration date: 2015-04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure coil did break with traction trying to remove it from the uterus'), fallopian tube perforation ('perforation (fallopian tube(s)) / left essure device slightly perforating the mid portion of the left'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and colon cancer ('gastrointestinal or digestive system condition type: colon cancer') in a 38-year-old female patient who had essure (batch no. 975393, 876383-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, constipation, anemia, cystitis, high cholesterol, hypertension and genital herpes. Previously administered products included for birth control: mirena iud from 2008 to (B)(6) 2012 and yasmin from 2006 to 2007; for an unreported indication: prozac in 2007 and zoloft in 2007. Concurrent conditions included depression and anxiety. Family history included colon cancer (mother). Concomitant products included fluoxetine hydrochloride (prozac) since 2007, nsaids since 2013, paracetamol (acetaminophen) since 2013 and sertraline hydrochloride (zoloft) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("anxiety"), 1 year 2 months after insertion of essure. On (B)(6) 2013, the patient was found to have colon cancer (seriousness criterion medically significant) and experienced anaemia ("autoimmune disorder type of disorder: anemia"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/ pain / pelvic area"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issue"). The patient was treated with surgery (ablation, laparoscopic right colectomy and salpingectomy (bilateral removal of fallopian tubes) and laparoscopic right colectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, colon cancer, menstrual disorder, depression, anxiety, anaemia, migraine and alopecia outcome was unknown and the pelvic pain had resolved. The reporter considered alopecia, anaemia, anxiety, colon cancer, depression, device breakage, fallopian tube perforation, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin (12 - 16 g/dl) - on (B)(6) 2013: 7.0 g/dl; on (B)(6) 2013: 7.6 g/dl; on (B)(6) 2013: 6.9 g/dl; on (B)(6) 2013: 8.0 g/dl; on (B)(6) 2013: 7.4 g/dl. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Lot number 876383 is not valid. Lot number: 975393 manufacture date: 2012-04 expiration date: 2015-04 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the essure coil did break with traction trying to remove it from the uterus'), fallopian tube perforation ('perforation (fallopian tube(s)) / left essure device slightly perforating the mid portion of the left'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and colon cancer ('gastrointestinal or digestive system condition type: colon cancer') in a (B)(6)-year-old female patient who had essure (batch no. 975393/876383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, constipation, anemia, cystitis, high cholesterol, hypertension and (B)(6). Previously administered products included for birth control: mirena iud from 2008 to (B)(6) 2012 and yasmin from 2006 to 2007; for an unreported indication: prozac in 2007 and zoloft in 2007. Concurrent conditions included depression and anxiety. Family history included colon cancer (mother). Concomitant products included fluoxetine hydrochloride (prozac) since 2007, nsaids since 2013, paracetamol (acetaminophen) since 2013 and sertraline hydrochloride (zoloft) since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and alopecia ("hair loss"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("anxiety"), 1 year 2 months after insertion of essure. On (B)(6) 2013, the patient was found to have colon cancer (seriousness criterion medically significant) and experienced anaemia ("autoimmune disorder type of disorder: anemia"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain/ pain / pelvic area"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issue"). The patient was treated with surgery (ablation, laparoscopic right colectomy and salpingectomy (bilateral removal of fallopian tubes) and laparoscopic right colectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, menorrhagia, colon cancer, menstrual disorder, depression, anxiety, anaemia, migraine and alopecia outcome was unknown and the pelvic pain had resolved. The reporter considered alopecia, anaemia, anxiety, colon cancer, depression, device breakage, fallopian tube perforation, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin (12 - 16 g/dl) - on (B)(6) 2013: 7.0 g/dl; on (B)(6) 2013: 7.6 g/dl; on (B)(6) 2013: 6.9 g/dl; on (B)(6) 2013: 8.0 g/dl; on (B)(6) 2013: 7.4 g/dl. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs and mr received - reporter and patient demographics, medical history, historical drug, family history, laboratory data were added. Suspect drug lot number added. Essure implant date updated. On added events : the essure coil did break with traction trying to remove it from the uterus, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems : depression/ anxiety, autoimmune disorder type of disorder: anemia, migraines I headaches, pain, perforation (fallopian tube(s)), gastrointestinal or digestive system condition type: colon cancer and hair loss. Updated event pelvic pain onset date, outcome and severity. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.